Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other prostyle device with the same reported issue referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two prostyle devices with a 6f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss was noticed for both devices. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.